Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the battery was observed to charge slower than expected when plugged into a power source. There was no adverse impact to the customer's blood glucose (bg) level. The customer indicated that tandem technical support (cts) would be contacted if the issues persisted. The customer did not contact cts regarding the reported issues.